Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation the programmer device prompted a warning message regarding the battery status. The battery status was found to be eri, as mentioned in the complaint description. The inspection of the device memory content revealed that the eri status resulted from a temporarily slightly elevated current consumption. The root cause of this observation was not determinable based on the information available for analysis. The memory of the device also documented that a reset of the device in the clinic was the trigger of the reported backup mode. This is a normal pacemaker behavior. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In summary, the device proved to be fully functional during analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis revealed a temporarily slightly elevated current consumption leading to the clinical observation. Based on the information available for analysis the root cause of this observation could not be determined.

Event description:
This device was in backup mode and had to be reinitialized. The battery then read eri and device was replaced on (B)(6) 2016. The patient believes that the device should have lasted longer and wants an analysis done. Should additional information be received, this file will be updated.